Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Caller tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 2.53 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however, the test strips have been discarded.